Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that she was unable to lower her blood glucose levels and experienced vomiting. She stated that she was wearing the insulin pump at the time of admission. Upon admission, she was treated via insulin drip and released thereafter. She stated that the high blood glucose may have been caused by stress. She advised that her average blood glucose reading was 372 mg/dl but had extreme fluctuations. She declined troubleshooting for the matter. She also noted that the display screen needed to be brighter because it was difficult for her to see it at night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.